Event description:
It was reported that the patient expired. The cause of death is unknown. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found that the sensing, pacing and defib functions all tested normal and no anomalies were discovered. The device met all test specifications.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed an a second and third proglide devices were used with the same results. The puncture site was borderline high at approximately the take off of the inferior epigastic artery. After the devices were removed a large dissection in the area of the puncture site was noticed. Angioplasty ballooning was performed unsuccessfully to treat the dissection. Arterial surgical repair is planned; however, exact date of surgery is unknown. There were no reported adverse patient sequelae. Though requested, no additional information was provided.